Manufacturer narrative:
(B)(6). (B)(4). No films or applicable imaging studies available. Hence, it is difficult to draw any conclusion.

Event description:
It was reported that the patient was presented for office visit about two months prior to the event due to continued pain and a known broken rod. The product was reported due to malfunction.